Manufacturer narrative:
The device history record (DHR) was reviewed and no deviations related to this failure were found. There are no non-conformances related to the reported issue for the involved lot. The product sample consisted of one palindrome catheter that presented signs of use (dirt, wear and remains of blood). Visual inspection was performed and a hole was found at the base of the arterial extension, its look like a pinhole. As per the instructions for use (IFU), it is necessary to perform a visual inspection before using the device. Do not use the catheter if it is crushed, cracked, cut or otherwise damaged. Clamping the catheter repeatedly in the same spot could weaken the tubing. Exercise caution when using sharp instruments near the catheter. Catheter tubing can tear when subjected to excessive force or rough edges. Inspect the catheter frequently for nicks scrapes, and cuts which could impair its performance. The sample evaluation revealed a pinhole on the arterial extension. Based on the event description the issue was not identified prior to insertion and the device functioned as intended for a period of approximately 2 months without problems. Additionally, manufacturing performs 100% visual inspection on catheter extensions and 100% high pressure (leak) test; therefore it can be concluded that this issue could be related to the use of sharp objects or rough edges. The most probable root cause can be contributed to use of sharp objects, repeated clamping or other similar damage. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection, leak testing and visual acceptance sampling) are in place to prevent nonconforming product from leaving the manufacturing operations. As per procedure, manufacturing performs 100% leak testing and a 100% visual inspection at the final stage of production, which would identify this issue in the catheter assembly. No additional actions are required. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
Submit date: (B)(6) 2016. The device history record (DHR) was reviewed and no deviations related to this issue were found. There are no non-conformances related to the reported issue for the reported lot. The product sample was not returned for evaluation therefore the reported condition could not be confirmed. Because the sample was not returned, there is not enough evidence to determine what could have caused this event. With the available information it is not possible to confirm a root cause for this issue. Should the sample be returned in the future, this complaint will be re-opened for further investigation. It must be noted that in-process controls such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling are in place to prevent nonconforming product from leaving the manufacturing operations. As per product specification, manufacturing performs a 100% leak testing and a 100% visual inspection at the final stage of production, which would identify this issue during the catheter assembly process. No additional actions are required. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on 11/25/2015 that a customer had an issue with a dialysis catheter. The customer reports that on arrival to the satellite hemodialysis unit, a family member informed the staff there was visible blood on the patients bed sheets at home from his dialysis catheter. On examination, the gauze wrapped dressing of the catheter extension tubes was soaked with blood. The gauze dressing was removed and revealed a visual slit/crack in the arterial extension tube. The patient required a femoral catheter exchange. There was no patient injury.